Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 200-500 mg/dl. A correction bolus was delivered prior to arriving to the ER to address bg. Customer was treated with anxiety medication and an unspecified medication to lower bg level while in the ER. Customer was released from the ER 3-4 hours later, with bg level of 120 mg/dl and in ¿stable¿ condition. Reportedly, an occlusion had occurred. The pump supplies were changed to resolve the occlusion, and insulin delivery was resumed.